Event description:
It was reported that the screw loosened in the patients mouth.

Manufacturer narrative:
Zimvie did not receive one (1) unisg, (gold-tite square uniscrew) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1253010. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253010 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: loosening. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation are missing or confusing instructions for use and abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text: device was not returned.

Event description:
It was reported by the lab technician that a dental screw on an unknown tooth site became loose in the patient's mouth.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1 patient identifier: (B)(6). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.